Event description:
It was reported that during a thyroidectomy procedure, the first clip was placed and it didn't hold, three times. The surgeon then sutured manually to complete the procedure. There were no adverse consequences for the patient. Clips will not hold after placing.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.